Event description:
It was reported to the rep that (1) tsw 35 was used during an unknown procedure. It was reported that the device misfired. The case was completed with another device and with no pt consequence.